Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore; root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator stopped delivering tidal volumes while on patient. The patient was move to another vent. There was no patient harm reported with this event.